Manufacturer narrative:
D4: lot, primary UDI number, expiration date are unknown. H4: device manufacture date is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was being implanted with an impella 5.5 as a planned escalation from an impella cp and experienced delivery issues. The planned escalation from impella cp to impella 5.5 via right axillary access was attempted. After surgical exposure of the vessel and guidewire placement, the physician determined that the patient's axillary vessel size was inadequate for impella 5.5 insertion. It was noted that the vessel diameter was <7mm. No excessive force was applied, and no device damage was observed. The impella 5.5 pump was not inserted. The axillary kit was used as intended for support access, however, advancement of the impella 5.5 was not attempted due to anatomical limitations identified pre-operatively. An impella cp was subsequently placed without reported complication. There was no malfunction or performance issue identified with the axillary kit or the impella devices. The event was attributed wo the patient anatomy and vessel size limitations consistent with device labeling.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect product was returned and investigation is underway.